Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant, the atrial lead had dislodged. A lead revision was attempted a few days later; however, the patient became combative and the atrial lead was not plugged into the device. No patient complications have been reported as a result of this event.